Event description:
Guidewire inserted for cvl but there was difficulty advancing. Physician successfully attempted to retract the guidewire by gnetly pulling. However, the guidewire stretched and became very thin. A chest xray showed the guidewire to be coiled in a knot. No adverse effect on patient.